Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that earlier in the day of the call, she had a blood glucose level of 50 mg/dl. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis